Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 576 mg/dl. The cause for the reported issue was not known. The customer delivered a manual insulin injection and changed pump supplies to address bg levels.